Event description:
It was reported that the pt (B)(6) underwent a routine lead disconnection on (B)(6) 2011. Allegedly, one of the lead's distal connector was left in the ipg, thereby blocking any future lead insertions. It was reported the ipg was not explanted and replaced until (B)(6) 2012 due to the pt's health. The physician left the damaged lead in situ due to the failing health of the pt. Surgical intervention will be undertaken in the future to replace the damaged lead. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.